Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was 17 mmol/l. The customer's mother stated that the pump alarmed pump error and they were sent a replacement battery cap. The customer was advised to use aa batteries. The customer stated that the failed battery test recurred. The customer was advised to place the pump in storage mode by removing the battery, pressing and holding the back button until the screen turns off. The customer will be sent a replacement pump.